Event description:
It was reported that the internal packaging was open and contaminated. A 1.50mm rotablator rotalink plus was used for treatment. During preparation, when the product box was opened the internal packaging was open and contaminated. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.